Event description:
It was reported when programmer is turned on, screen is white/gray and no writing can be read on the screen. Repositioning the screen does not correct the problem. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer¿s display goes white/gray/distorted video. Display flex found damaged (torn). Analysis also found the programmer failed analyzer signals functional test; analyzer bay assembly found out of electrical specification. (B)(4).